Event description:
When rn went to disconnect the patients tubing from tego cap, tego cap broke/tore at the grooves on the side where it connects to the patient's central line. Central line was clamped closest to patient and broken tego cap was removed. Per nursing, 3 isolated cases on the weekend (B)(6) with a broken tego cap connected to a patient. Manufacturer response for cap for central line, ICU medical (per site reporter). Two reps on site to review with staff on (B)(6) 2019. Plan to provide in-service education. D1000 is a substitute product. D1005 product is back ordered through (B)(6).